Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been receiving no delivery alarm all morning. Troubleshooting was performed and insulin exited without incident. It was noted that the customer's fixed prime amount setting was at 6.7 units. It was not the proper amount. Their fixed prime should be at 0.5 units. The customer's blood glucose level was unknown. The customer stated the meter just read high. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.